Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unable to prime.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose and the insulin pump received button error. The customer¿s blood glucose level was 340 mg/dl at the time of the incident and current blood glucose was 216 mg/dl. The customer was treated with syringes. The customer does not allege pump was under delivering. The customer reported that the act button was not working very well, it was not always engaging. The customer reported that they had high pressure test was passed. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operating currents within specification. The device passed self test, unexpected restart error, displacement and basic occlusion test. Unable to prime the device during prime or compromised force sensor system test due to faulty fsr. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The device received with intermittent act button due to flattened dome switches. No unlocked lcd keypad connector. The device received with cracked case at display window corners, display window and reservoir tube lip. The device received with minor scratched display window and case.